Manufacturer narrative:
Medwatch number: mw5083708. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083708. It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants) has experienced autoimmune disorder (neuroendocrine cancer) no medical data were provided. The patient was required medical device removal. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Patient had the device removed on (B)(6) 2018. This report is for the left side.